Event description:
It was reported that inappropriate therapy was delivered by the device due to oversensing on the right ventricular (rv) lead. The physician suspected insulation damage on the rv lead, however, no insulation damage was visually observed. Abbott technical support was contacted, the session records were analyzed, and an increase in pacing impedance was noted on the rv lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.